Manufacturer narrative:
There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k011369, PMA / 510(k)#: k122558. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety guard on the ultrasafe x100l png raspberry nvs stein did not activate after injecting the patient. The following information was provided by the initial reporter: "the needle guard did not activate after nurse injected it to patient."